Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification was received and the cartridge canister was leaking. There was no reported adverse impact to customer's blood glucose. Customer declined to provide further information.